Event description:
It was reported that the patient experienced a shocking or jolting sensation up and down her spine. The patient also felt stimulation in her legs or hips but wanted it in her ribs. Additionally, the reporter indicated that the patient experienced a painful, "bruise-like sensation" at the implantable neurostimulator (ins) pocket. There was no known accident related to the complaint. The reporter stated that an x-ray was performed which determined that the patient's lead had migrated from the intended location of t8/t9 to t7/t8. The patient's healthcare provider (hcp) neither recommended nor followed-up on the possibility of performing a radiograph. Additional information received approximately a week later indicated that an appointment with the patient's hcp was to be scheduled.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID: 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).